Event description:
It was reported that the single-chamber pacemaker device exhibited a low out of range pace impedance measurement of less than 200 ohms on the right ventricular (rv) lead. The rv lead is not a boston scientific product. As a result, a lead safety switch (lss) was triggered which resulted in the rv lead being automatically switched from the bipolar to the unipolar pace and sense configuration. At the subsequent follow up in the clinic, episodes exhibiting noise were noted but the noise was unable to be reproduced during isometric testing. Boston scientific technical services (ts) indicated that the electrogram exhibited myopotentlal noise, not noise related to the minute ventilation (mv) sensor and that the mv sensor remained programmed on. Also, during the visit it was indicated that the patients heart rate increased to 130 beats per minute while talking and then decreased back to the normal rate after some time. The patient indicated they felt these types of palpitations in recent days corresponding to when the lss occurred. Ts explained that the low pace impedance measurement indicates possible rv lead insulation damage which may change the mv impedance and may cause undesired mv operation. Ts recommended programming the mv sensor off. It was indicated that the device programming was changed to decrease the response factor and change the fitness level. The patient was asked to come back to the clinic again the following week. The products remain in-service. No additional adverse patient effects were reported. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).